Event description:
The device was used during a right hemi colectomy procedure. Reportedly, after firing, the instrument locked on tissue and the knife blade advanced cutting the tissue without clipping it. The surgeon was able to release the device off the tissue. The bleeding was stopped by suturing and another instrument was used to complete the procedure. The hosp has reported no pt injury occurred.